Event description:
The customer reported, an employee with hydrogen peroxide contact. The customer reported, that the vaporizer plate was not in place. The employee reported skin discoloration and a burning sensation on her right index finger, and three fingers, the thumb, and left hand. The employee saw a doctor and was treated with silvadine ointment and a gauze bandage. The contact site cleared within 24 hours.

Manufacturer narrative:
.